Event description:
An altitude alarm was reported for the pump, but there was no adverse impact on the customer's blood glucose level. This issue had not been previously reported with the same pump serial number, and the customer's insulin was not suspended because the issue occurred on a previous day. Technical support provided the customer with tips to prevent future altitude alarms, which the customer understood. The customer replaced the cartridge to resolve the issue, and the pump resumed normal operation.